Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the undetected upstream occlusion alarms which were not reproduced. Evaluation confirmed the reported symptom by finding the cause to be a failing upstream sensor with low fluid numbers. The failed upstream sensor was replaced. Additional information: device alarm system issue, low readings, failure to sense.

Event description:
It was reported that a spectrum pump "no occlusion", which was clarified during baxter's evaluation as failed to detect an upstream occlusion. It was also reported there was no patient injury.